Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has physical damage. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported during pm cardiosave intra aortic balloon pump(iabp) monitor damaged from drop cracked top lcd screen , covers and bezels damaged unable to close properly . No patient involvement. Replaced as physical damage top lcd screen (d997-00-1181) per customer request and performed full pm and operational check out same service visit . Unit returned to clinical use.